Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis and the customer reported complaint was replicated/ confirmed. Failure analysis investigation found that the primary failure of the clip test was related to the misapplication of the clip by the clip applier instrument. The instrument was placed and driven on an in-house system. Although it passed the recognition and engagement tests, it could not release the clip as commanded. Additional observations related to the customer-reported complaint include the instrument having multiple broken input disks. Input disk #6 was found broken into pieces inside the housing, and hairline cracks were found on grip input shaft #7. As a result, the instrument failed the clip test. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not properly grasp or clamp onto the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected with no damage noted. The incident was identified while loading the clip onto the clip applier instrument. The clip used was hem-o-lok clips with teleflex. The vessel or tissue bundle was not greater than the specified diameter suggested in the isi instruction for use (IFU). The reported issue occurred prior to the first application. A back up instrument was used.